Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unable to perform self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. The device was received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed broken force sensor. The customer¿s blood glucose level was 72 mg/dl. Customer stated pump suspended delivery and then resumed, then the alarm came up. Troubleshoot was performed for broken force sensor alarm. Customer states they found broken force sensor alarm in alarm and they were not able to rewind the pump. The troubleshoot declined for low readings. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.